Manufacturer narrative:
A ge service representative performed an onsite investigation. Fuses and a circuit breaker were replaced to correct the issues. Two battery charger boards were also replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a "channel 8" error message. The charger board was shorted out to the ground which caused fuses and circuit breakers to trip. No patient injury was reported.